Event description:
It was reported that the user was unable to unlock the ilet device despite being able to swipe the unlock button, and the issue resolved after a remote restart performed through the ilet app. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included product troubleshooting and user education conducted remotely. Investigation of this case revealed a transient device user interface malfunction that was corrected by restart, with no hardware component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software or user interface anomaly resolved through standard troubleshooting.